Event description:
The customer's husband stated that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the insulin pump had alarmed no delivery and battery out limit. The customer's husband stated that the customer changed the infusion set and the reservoir, but the no delivery alarm persisted. The customer's husband stated that he gave the customer a manual injection of 15 units, then another 10 units of insulin, and the customer went into shock. Troubleshooting was performed, and found that the insulin pump was programmed correctly. During the prime test, the insulin pump alarmed no delivery. After inspecting the infusion set, it was observed that the cannula was missing. Using the same reservoir with a new infusion set, the insulin pump again alarmed no delivery during the prime test. The prime test passed when performed without the reservoir in place. The prime test also passed when using a new reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.